Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl all day saturday and that she could not get her blood glucose below 200 mg/dl. The customer pulled out her infusion set site and discovered that she was bleeding. Troubleshooting was declined for the high blood glucose. No products were returned and three different types of infusion sets were shipped to the customer.